Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip.

Event description:
It was reported by the customer that they received a compromised force sensor system alarm and their insulin pump was ejecting insulin during rewind process. Customer's blood glucose level at the time 242mg/dl. Advised insulin pump would be replaced. No additional information is provided.